Event description:
Healthcare professional reported a right side deflation and "contracture," baker grade unknown. Physician reported ¿ pain at incision site, skin paresthesia / hypersensitivity" and "inflammation;¿ these events are not related to the device.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 19-oct-2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported a right side deflation. Patient reported ¿not enough milk production¿, and parethesia/hypersensititivey "secondary to inflammation", unrelated to the device. Device has been explanted.